Manufacturer narrative:
Concomitant medical products: product ID 3057 lot# unknown serial# implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was in pain; their healthcare provider advised them to turn stimulation off. It was stated that they were still in pain when the stimulation was off and the patient believed that it was because of the lead wire placement. It was recommended that they follow up with their healthcare provider. Stimulation was turned back on and the patient was feeling it comfortably on the left side. The next day the patient reported that the healthcare provider had to remove the right-side lead on (B)(6) 2018 because it was ¿implanted against the wrong nerve.¿ the patient would finish the trial with the left side lead. However, it was also reported that their controller could not find a connection; they were seeing the ¿cannot provide desired setting; call clinician¿ screen on their controller. They were trying to increase amplitude above 1.6ma, but they were unable to do so. It was noted that they were able to lower amplitude, but they were not going to lower amplitude to 0.0ma because they're sometimes unable to increase at all from 0.0ma. It was recommended that they follow up with their healthcare provider, and a manufacturer representative later noted that they would see the patient the following day. The patient was still unable to connect with their device on (B)(6) 2018 so the manufacturer representative was notified to contact the patient. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.